Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during the load sequence. Customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided). Customer declined to address elevated bg at the time of the event. A cartridge change was performed resolving the issue.